Manufacturer narrative:
Two pictures were returned showing the list number on the packaging and outlining in red the inline filter of a packaged set. The complaint of filter leaking could not be confirmed based on the returned images. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received with regards to a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch that experienced leakage. The reporter stated that IV tubing filter leaking. The event date was on 03-oct-2024 at 11:00pm occurred in unit 2. There was patient involvement and unknown adverse event. The photos provided were for event occured in 03-oct-2024. Sample photos provided showed the packaging of the product with details and the sample product inside the packaging.